Manufacturer narrative:
Concomitant medical products: model: 407652, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed what appears to be ventricular undersensing during atrial pacing following therapy. Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) was able to verify that the patient had been seen since their hospital visit. No reprogramming has been completed and the physician feels the underlying issue may be with the patient¿s meds. The lead remains in use. No patient complications have been reported as a result of this event.